Manufacturer narrative:
Investigation type (B)(4). No similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -14.00/4.5/84 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Refractive surprise was observed. The lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B1: corrected to adverse event in initial MDR. B2: corrected to required intervention to prevent impairment/damage (devices) in initial MDR. B5: corrected to : "the reporter indicated that a 12.6mm vticm5 12.6 implantable collamer lens of -14.00/4.5/84 (sphere/cylinder/axis) was implanted into the patients left eye (os) on (B)(6) 2022. Refractive surprise was observed. The lens was repositioned on (B)(6) 2022. The lens remains implanted." Should be added to the initial MDR. H1: corrected to serious injury in initial MDR. H6: health effect - impact code: 4628 should be added to the initial MDR. Claim#: (B)(4).